Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that while conducting preclinical data collection, it was not possible to get saline through the tubing. It was found that the issue was with the portion that connected to the IV bag. Another pump tubing set was opened and they were able to get saline flow. There was no patient present when this issue was identified.